Event description:
Related manufacturer reference number: 2017865-2022-49080. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator and right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. There were no patient's consequences reported.